Event description:
According to the info received, after placing a 26mm amplatzer septal occluder, two add'l defect remained. One defect was more inferior, therefore was easily crossed with a wire and then was balloon sized. A 7mm amplatzer septal occluder was inserted, but remained at a right angle to the first larger device. It was thought that the device may reorient upon release, but it did not do so. Instead the disks were up against the atrial free wall and were deemed a risk for erosion. The device was then snared and removed intact. Add'l info received on 01-14-2008, stated the pt is doing fine and is scheduled for a follow-up appointment in four mos.

Manufacturer narrative:
The results of this investigation are inconclusive since the implant echocardiograms or medical records were not provided to aga medical for review. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure. If the imaging becomes available at a later date, a supplement report will be filed.